Event description:
The manufacturer received information alleging that patient is experiencing dry mouth, shortness of breath, headaches, restlessness and fatigue when using machine and also patient is finding it difficult to keep energy with not sleeping due to no longer using his recalled product and his ability to complete daily living task has decreased, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.